Manufacturer narrative:
Once the rv lead has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up, this right ventricular (rv) lead presented with a pacing impedance measurement above 2,500 ohms. An x-ray was taken, and it was discovered that the rv lead was fractured. A lead revision was performed and this lead was explanted and successfully replaced. No additional adverse patient effects were reported. The rv lead will be returned for laboratory analysis.

Event description:
The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.